Manufacturer narrative:
The customer did not return the suspected product for evaluation. Therefore, an in-house testing was performed using the in-house contour next one meter with in-house contour next test strips from lot # 8gpeg15a, which gave satisfactory performance.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided.

Event description:
The customer reported that she obtained blood glucose readings of 197 mg/dl and 199 mg/dl on the contour next one meter. She performed a repeat testing within 10 minutes on a non-ascensia meter and obtained a reading of 95 mg/dl. There was no allegation of an adverse event. The customer was advised to return the test strips for evaluation. Replacement meter and test strips were sent to the customer.